Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer stated that there had been two bent cannulas. It was also stated that the customer used a quick-set infusion set and changes infusion sets every two to three days. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.